Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a motor error and no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer had a surgery and the blood glucose reading was high over 600 mg/dl after the surgery. Customer treated with insulin pump. Customer's blood glucose reading was 120 mg/dl at the time of call. Customer mentioned a low blood glucose of 70 mg/dl and declined high and low blood glucose troubleshooting. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed self test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. Motor passed motor test. No audio beep anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.